Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, customer continued to use the existing cartridge and original needle to successfully fill the cartridge. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.